Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 16, 2019 that a flexiva ID tractip 200 laser fiber used in a cysto, right retrograde, right ureteroscopy with laser lithotripsy, bladder tumor biopsy, fulguration and right ureteral stent insertion procedure in the kidney performed on (B)(6) 2019 . Reportedly, the laser unit used was a 100 watt laser console. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. Reportedly, the fiber tip was retrieved successfully without harming the patient. There was no serious injury nor adverse patient effects reported as a result of this event.